Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that their insulin pump had cracked reservoir compartment with missing pieces. The patient¿s blood glucose level was 210 mg/dl. The customer stated that the a piece of res compartment came off. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.